Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826633) was implanted on (B)(6) 2024. During the procedure, the sensor could be zeroed normally, but when the patient was sent back and reconnected the sensor to the icp monitor it showed p-0. Therefore, the sensor was removed and monitoring stopped on (B)(6) 2024. The patient did not experience any signs or symptoms. According to information provided, the patient current status is unknown.

Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure and root cause analysis - received catheter in 2 pieces, crimped excessively at distal end. No testing possible. Unable to confirm the complaint and determine the cause of the problem stated to be mishandling.

Event description:
N/a.